Event description:
It was reported that the attempted implant of this right ventricular (rv) lead in the left bundle branch (lbb) was unsuccessful due to helix issues, high impedances and loss of capture (loc). The physician experienced difficulties with the rv lead insertion as lead impedances were measured to be high but within limits and the helix was stuck. It was discovered that there was tissue in the helix which the physician successfully cleared. The physician attempted to reimplant the lead but observed a loss of capture (loc) once the helix was deployed. The physician suspected the lead may have perforated. The physician decided to remove the rv lead and successfully replaced it with a new lead. No additional adverse patient effects were reported. The lead is expected to be returned for analysis.